Event description:
It was reported that during a laparoscopic left hemicolectomy, the hand control buttons stopped working. A new device was used to complete the case. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent: 06/11/2008. Info anticipated, but unavailable at this time.